Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3456 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded metal essure coil at the proximal end.") In a 47 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of adenomyosis, menorrhagia, smoker (smoking status: former years: 15.00), abortion spontaneous, parity 4, multigravida, augmentation mammoplasty and caesarean section (4). The patient had a family history of ovarian cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3456 days after essure insertion, she experienced embedded device (seriousness criterion intervention required) by surgery (robotic total hysterectomy with bilateral salpingo-oophorectomies, lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in 2013: hsg done po with confirmation [pathology test] on (B)(6) 2022: final diagnosis: a. Uterus (110 g), cervix and bilateral fallopian tubes: - unremarkable cervix. - proliferative endometrium. - adenomyosis. - leiomyomas. - histologically unremarkable fallopian tubes. - negative for malignancy. B. Right ovary, oophorectomy: -luteal cyst. C. Left ovary, oophorectomy: -no diagnostic abnormality. Pre and post operative diagnosis: menorrhagia, dysmenorrhea, adenomyosis specimen: a. Uterus, cervix, bilateral. Tubes b. Right ovary c. Left ovary gross description: embedded at the left and right cornu are portions of metal essure coil. Separate in the container are two fimbriated fallopian tube segments. One segment is 6 cm long with similar metal essure coil at the proximal portion (a7). The other fallopian tube segment is also 6 cm long with embedded metal essure coil at the proximal end. There is a single 0.2 cm paratubal cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Event medical device removal is replaced with device embedded. Surgical pathology report updated. La data added. Medical history added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("embedded metal essure coil at the proximal end/ embedded at the left and right cornu") in a 47 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of adenomyosis, menorrhagia, smoker (smoking status: former years: 15.00), abortion spontaneous, parity 4, multigravida, augmentation mammoplasty and caesarean section (4). The patient had a family history of ovarian cancer. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022, 3456 days after essure insertion, she experienced embedded device (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic total hysterectomy with bilateral salpingo-oophorectomies, lysis of adhesions). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] in 2013: hsg done po with confirmation. [Pathology test] on (B)(6) 2022: final diagnosis: a. Uterus (110 g), cervix and bilateral fallopian tubes: - unremarkable cervix. - proliferative endometrium. - adenomyosis. - leiomyomas. - histologically unremarkable fallopian tubes. - negative for malignancy. B. Right ovary, oophorectomy: -luteal cyst. C. Left ovary, oophorectomy: -no diagnostic abnormality. Pre and post operative diagnosis: menorrhagia, dysmenorrhea, adenomyosis specimen: a. Uterus, cervix, bilateral. Tubes. B. Right ovary. C. Left ovary. Gross description: embedded at the left and right cornu are portions of metal essure coil. Separate in the container are two fimbriated fallopian tube segments. One segment is 6 cm long with similar metal essure coil at the proximal portion (a7). The other fallopian tube segment is also 6 cm long with embedded metal essure coil at the proximal end. There is a single 0.2 cm paratubal cyst. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-oct-2023: quality safety evaluation of ptc. Amendment ( minor done in reported term). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 47 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2022 she underwent medical device removal (seriousness criterion intervention required) by hysterectomy. The outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.